Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A customer reported a doctor indicated that the blades were dull therefore making the incisions too wide. There was no harm to patients or any unplanned medical treatments. A product sample was received at the manufacturing site and it is awaiting evaluation.

Manufacturer narrative:
This is the first complaint reported for this finish goods lot. Review of the device history record indicates a temporary deviation was issued for the knives due to a backorder with the supplier. One empty package was returned with a reply card for this complaint. The root cause of the reported dull knife is unknown as a sample knife was not returned for investigation so the customer's complaint could not be confirmed. A potential root cause includes an error during the supplier's manufacturing process. (B)(4).